Manufacturer narrative:
(B)(4).

Event description:
It was reported that during normal follow-up, device was found to reach eri since (B)(6) 2015. The device at eri indication was inaccurate as the battery voltage was normal. The patient did not recall doing anything at that time. Eri was cleared by pressing clear eri. Normal device function was restored. Patient's condition was good.